Manufacturer narrative:
Upon receipt, visual inspection revealed insulation cuts. Blood and body fluid were noted throughout the helix mechanism. The lead appears twisted which likely occurred while trying to retract the helix. Detailed analysis revealed insulation damage at 345-350 mm from the terminal pin through to the rate/sense lumen. Due to the location and type of damage, it was thought this was caused by entrapment in the clavicle/first rib region. In addition insulation damage was noted in all three conductors at this site. Microscopic analysis determined the insulation damage was due to a compressive stress. An x-ray revealed the terminal end of the rate/sense conductor coil was constricted and fractured due to being over torqued near the distal end. Analysis could not confirm the fracture occurred while the lead was implanted, however the damage was similar to damage from over torque of the terminal pin while trying to retract the helix.

Event description:
Boston scientific received information that during a follow up visit, this right ventricular lead displayed noise resulting in an inappropriate shock. It was thought this lead was fractured. Sensing, threshold and impedance measurements were within normal range. A decision was made to hospitalize the patient with this lead and perform a lead revision. A revision procedure was performed. This lead was removed and returned for analysis. No further patient symptoms were reported.

Manufacturer narrative:
When the lead has been returned; analysis will be performed and this event will be updated.